Event description:
A malfunction on the pump was reported by the caller, which occurred during fill tubing. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction within the last 24 hours, so technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.